Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing waveform dropouts. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing waveform dropouts again. A previous instance of this issue was reported in ticket (B)(4). The cause of the dropouts in that ticket was found to be interference or a faulty lead set. No patient harm was reported. Investigation summary: technical support (ts) suggested that the bme test the device with a simulator and burn it in for 24 hours to check for waveform dropouts. The device was tested with an ECG simulator for 48 hours and no issues were observed. Based on the customer's evaluation, the reported issue could not be duplicated. Therefore, the root cause of the reported issue could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/06/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, but did not provide the requested information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing waveform dropouts again. A previous instance of this issue was reported in ticket (B)(4). The cause of the dropouts in that ticket was found to be interference or a faulty lead set. Technical support (ts) suggested the bme test the device with a simulator and burn it in for 24 hours to check for dropouts. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was experiencing waveform dropouts. No patient harm was reported.